Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The viabahn device was returned to gore for evaluation. Evaluation of the returned product indicated the failure to deploy, was not consistent with the engineering evaluation findings of an ability to deploy from the knob. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent a procedure of unknown etiology at an unspecified anatomical location, during which a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended for implantation. Access was obtained via the groin using an 8 fr introducer sheath (manufacturer unknown) and an unknown guidewire. The physician initiated deployment by pulling the deployment line of the viabahn device; however, the device did not deploy. Additional attempts to pull the deployment line with increased force were unsuccessful. The physician subsequently withdrew the viabahn device and completed the procedure using a new viabahn device. There was no reported impact to the patient. The physician was unable to determine the cause of the deployment failure. There were no indications of significant tortuosity or challenging anatomy. After removal of the catheter and sheath, the physician attempted to deploy the viabahn device outside the body, but it still failed to deploy.